Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, haptic damaged. Lens was explanted in initial procedure. Additional information was requested, received and stated at the time of injection into the eye, it was evident that the upper haptic was stuck in the cartridge, so the doctor decided to remove it.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Based on the available information, the file was reviewed and reassessed, and it was determined that reporter was unsure about whether the lens was explanted in initial procedure.